Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) startup test failed, code 14 56936.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional") a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that during startup the cardiosave intra-aortic balloon pump (iabp) startup test failed, code 14 56936. There was no patient involvement.